Event description:
A (B)(6) male underwent initial aaa repair on (B)(6) 2006. One main body graft and two iliac leg grafts were placed. Over time a proximal type I endoleak developed so the physician placed a renu cuff to resolve the endoleak. Endoleak resolved.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.